Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon could not insert the neck trial after inserted the broach (p/n: l20412) during the bhp surgery on (B)(6) 2019. The surgeon struck the neck trial with a hammer, and could insert it, managed to trial test. After that, the surgeon could not insert the stem #12 manually because it was stuck when inserted about 4 cm. The surgeon struck the stem with a hammer however the stem was stuck when it was about 5mm left. Although the surgeon attempted to explant and reinsert the stem, it was not able to explant. The surgeon decided the stem left it as it is and managed to reposition. The surgery was completed with a 30 minutes delay and there was no adverse consequence to the patient. The surgeon commented that there was something wrong with the broach #12 because it was not able to insert the neck trial to the broach, and the surgeon could insert the broach smoothly but could not insert the stem. So, the investigation was requested whether the dimension of the broach is correct. No further information is available.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint #(B)(4). Investigation summary: the complaint was received into the company with the following comment: it was reported that the surgeon could not insert the neck trial after inserted the broach (p/n: l20412) during the bhp surgery on (B)(6) 2019. The surgeon struck the neck trial with a hammer, and could insert it, managed to trial test. After that, the surgeon could not insert the stem #12 manually because it was stuck when inserted about 4 cm. The surgeon struck the stem with a hammer however the stem was stuck when it was about 5mm left. Although the surgeon attempted to explant and reinsert the stem, it was not able to explant. The surgeon decided the stem left it as it is and managed to reposition. The surgery was completed with a 30 minutes delay and there was no adverse consequence to the patient. The surgeon commented that there was something wrong with the broach #12 because it was not able to insert the neck trial to the broach, and the surgeon could insert the broach smoothly but could not insert the stem. So, the investigation was requested whether the dimension of the broach is correct. No further information is available. The broach was returned for investigation together with a photograph of an x ray of the implanted stem. A review of the device history record identified that there are no anomalies with regard to manufacturing or inspection contained in the device history records that would contribute to the reported event. The bio engineering team were asked to review the x ray of the implanted stem. Their report (see attachments entitled (B)(4) x-ray review) summarised: the x-ray image showed a bipolar hip replacement system. By looking at the image it was apparent that the femoral stem was not fully seated in the femoral canal and the collar of the stem didn't sit flat on the calcar. Also, it looks like the stem is malpositioned (rotated about the vertical axis). It is not possible to determine the exact root cause of this as none of the parts have been returned. However, the reported issues with the broach used for femur preparation may be the root cause. The bio engineering team were asked to review the returned broach. Their report (see attachments entitled (B)(4) product review) summarised: a corail broach size 12 and a post-operative x-ray image of the left hip were received and reviewed. The scratches visible on the attachment feature (figure 1) may have been the cause of the assembly/disassembly issues with the neck trial described above. Corail amt broach size 12 (dwg-7h200004 rev h) and corail amt collared sz 12 (dwg8h200005 rev b) were reviewed, no design deficiencies were observed. The design specification for the broach intra-medullary section is identical to the stem (without ha coating), in-line with the corail design philosophy. According to the design history record (B)(4), the broach was also reviewed at the manufacturing site in warsaw on 23 march 2015, and a DHR review undertaken. No nonconformances found in the DHR. With the information available, and a review of the drawings, it is not possible to determine why insertion of the stem (following usage of the broach) was problematic. The neck trial and the femoral stem were not returned for visual inspection, so no conclusions can be drawn regarding the condition of these devices. After reviewing the available data associated with this complaint, the design of the device is considered suitable for its intended purpose. No design defect has been identified. It was unlikely that a manufacturing defect was present no corrective action is required no information received with this individual complaint indicated that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. The returned broach shall be retained for future reference in a secure location unless specifically requested to be returned by the complainant. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.